Event description:
It was reported that white straw (tube) was easy to come off causing t1 and t2 were failed to implant. No patient injury or significant delay were reported. Procedure was completed with a back up device.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.